Event description:
New information was found that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No intervention was performed. The patient condition was stable.

Event description:
New information was found that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Programming changes were performed to resolve the issue. The patient condition was stable.

Manufacturer narrative:
Correction: b5 and h6 should have had unexpected medical intervention coded.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No intervention was performed. There were no patient consequences.